Manufacturer narrative:
Manufacturer ref no.: (B)(4) - the device was not identified or returned to baxter for evaluation. A supplemental report will be submitted if the device is identified and returned and the investigation has been completed.

Event description:
The customer reported that an unknown number of unidentified spectrum pumps display nuisance air-in-line alarms during an infusion. There was no patient injury reported. No further information was available.